Event description:
Per the audiologist, the pt reported no auditory perception but "a sensation on the throat instead", when the cochlear implant was activated. It was determined the electrode array was incorrectly positioned during the initial surgery. Reportedly, the pt has a "bilateral malformation". The pt's device was explanted in 2007 (date not reported). There is no reimplantation surgery planned.

Manufacturer narrative:
This is a final report filed, november 07, 2008. This type of event is addressed in the device labeling.